Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the center button was not working, it was not respond often. The customer¿s blood glucose was unknown. The customer stated that the insulin pump had stuck button alarm. The customer stated that center button was not working, it was not respond often, they believes it was getting stuck when pressing it down. When pressing the button it was physically going down and clicks and sometimes was not responding. The troubleshooting was performed for the stuck button alarm. The customer discontinued insulin pump and test it with self test and passed but had issues with alarm. The customer was advised that the insulin pump will need to be replaced and revert to backup plan. The insulin pump will be returned for analysis.